Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the patient presented in clinic for a follow-up where it was determined that both of the patient¿s leads reflected decreased r-waves and p-waves and both leads¿ capture thresholds had risen to unacceptable levels. The physician attempted to reposition both leads but in both cases, while they did retract, the helices would not re-extend and so both leads were explanted and two new leads were implanted. The patient was stable after the procedure.